Event description:
This unsolicited device case from united states was received on (B)(6) 2013 from a pt. This case concerns an (B)(6) year old female patient who had difficulty in walking (walking got worse/walking more difficult), knees were swollen and painful, both ankles were swollen and used a walker after receiving treatment with synvisc one injection. It was reported that the pt's knees were "worse/right knee worse than left" (sub-therapeutic response) at the time of this report. Past drugs included cortisone injections in 09/2013; did not help. No relevant medical history, concurrent conditions and concomitant medication was reported. On an unspecified date in (B)(6) 2013 (about 6 weeks ago), the pt received treatment with synvisc one injection at a dose of 6 ml, once (route, batch/lot number and expiration date unk) into both knees for osteoarthritis. Later, on unspecified dates in 2013, the pt's knees worsened with the right knee worse than left (sub-therapeutic response) and knees were swollen and painful. The pt stated that her knees were slightly swollen prior to the treatment but they were worse at the time of this report. The pt's md did not drain her knees prior. On an unspecified date in 2013 (02 weeks after the administration of synvisc one injection), the pt's md prescribed an unspecified anti-inflammatory medication for the swollen and painful knees but it did not help. Later in 2013, she continued to use a walker and stated that her walking had worsened. The pt noticed that both of her ankles were swollen for the last 02 weeks (in (B)(6) 2013) which made walking more difficult for her. Outcome for all the events: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.